Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that, during the next refill, the pump had excessive residual volume and, the one following that, provided an accurate residual volume. It was suspected that there had been insufficient emptying during the refill. At the time of report, the patient was stable with effective therapy and the intrathecal baclofen treatment was ongoing.

Event description:
It was reported that a healthcare provider (hcp) was had difficulty filling or aspirating reservoir. It was noted that the hcp had difficulty refilling a pump the day prior. It was reported that it was the first refill since the pump was implanted. It was noted that the hcp emptied pump and pulled out 5.5 ml and the programmer showed 7.4 ml. It was reported that there was easy access to access port. It was noted that the issue was that the hcp met resistance when trying to fill the pump. It was reported that the hcp clamped the tubing and moved the needle around ¿a bit¿ and unclamped and the hcp was able to push some medication in, 15 ml, and then met resistance again. It was noted that the hcp moved the needle again and was able to start filling again. It was reported that the second syringe became difficult after filling 10 ml. It was noted that the needle was moved around again and they were able to continue filling. It was reported that the hcp was not able to get the last 3 ml into the pump. It was noted that the patient was sitting in their wheel chair when they were refilling so it was difficult to access the pump easily. It was reported that ¿they are at somewhat of an angle.¿ it was noted that the patient¿s pump was being used to infuse baclofen.

Manufacturer narrative:
(B)(4).